Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance setting up insulin pump. Customer's blood glucose was 426 mg/dl. Customer had been on insulin pump therapy and began wearing insulin pump again. Customer received assistance.